Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B) (4)

Event description:
Same case as MFR #: 2134265-2010-02814. It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, a guide wire detachment occurred. During platforming of the 325cm rotawire guide wire outside the body, the rotawire detached. The procedure was completed with a different device. There were no patient complications reported and the patient's current status is good.